Event description:
Customer reports receiving results of 92 mg/dl on a lab test, while her device read 210 mg/dl, 10-15 minutes later. Customer also reports that her device read 290 mg/dl, while a lab result read 142 mg/dl within 10 minutes. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.